Event description:
Philips received a complaint on the defibrillator indicating that the device had battery failure. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The battery is being delivered to customer site pending replacement.

Manufacturer narrative:
The device is evaluated at on-site by philips fse along with hospital biomed. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was due to defective battery. The issue was resolved after defective battery is replaced and the product is back in service.